Event description:
It was reported to covidien that the customer had an issue with a peritoneal dialysis catheter. The customer reports noticing a hole in the catheter near the adapter. Catheter was repaired, and pt was placed on prophylactic antibiotics.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.